Event description:
It was reported that the siderail would not lock in the upright position. It was damaged upon delivery and had sharp edges. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Broken hinge point on siderail.